Manufacturer narrative:
In-house testing was performed on retained kit lot 160913 with the following internal serum/plasma samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 160913 was reviewed. This lot met the required release specifications. The sample type was reported as a serum, but the customer returned a plasma sample. It is unknown if this was the original sample or a separate sample from this patient and it is unknown how much time elapsed between these 2 samples. The returned patient sample (edta plasma) was tested with retain devices of the same kit lot. The (B)(6) result was not replicated. The serum sample at the customer site had a (B)(6) result and the returned plasma sample tested in-house was (B)(6). It appears a malfunction may have occurred with one of the conflicting alere determine hiv tests with the patient samples. This patient was positive for herpes simplex virus 1 and 2 (hsv). A review of the complaints reported false positive or unconfirmed false positive related to lot number 160913 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a serum sample tested with the alere determine hiv 1/2 ag/ab combo. The patient was confirmed (B)(6) by a 4th generation hiv immunoassay and pcr. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4); however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).